Event description:
Routine complaint investigation when a consumer reported receiving a lower blood glucose reading of 6.9 mmol/l (125 mg/dl) when compared to a laboratory reading of 15.1 mmol/l (272 mg/dl). When these readings are plotted on a clarke error grid the results fall into the "d" zone showing the difference to be clinically significant. There was no report of death, serious injury, mistreatment or medical intervention reported with the event.